Manufacturer narrative:
Concomitant medical product: addr01 ipg, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that undersensing was noted on the right atrial (ra) lead. It was also reported that intermittent loss of capture and low impedance were noted on the right ventricular (rv) lead. The ra lead was reprogrammed and subsequently capped and replaced. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.